Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the knife had been energized. Therefore, it is likely the knife breakage was caused by the electric current. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1.the cutting wire where the wire coating was torn came into contact with the distal end of the endoscope when the forceps elevator was raised. 2.under circumstances described above 1, an electric conduction was activated. This caused the cutting wire to become hot instantly at the contact point. As a result, the cutting wire broke. The event can be prevented by following the instructions for use which state: ¿since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the wire is very short, the output is too high or activated while the wire touches metal parts of the endoscope, or the wire is tightened too strong. When the wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the wire will be pushed out toward the papilla or move sideways. If the wire breaks off, stop the output immediately and pull the slider completely to retract the broken wire into the tube. Then withdraw the instrument from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct and/or damage of the endoscope could result. Be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. In case the cutting wire contacts the forceps elevator, insufficient output or unintended tissue injury may occur. Do not activate output while the cutting wire touches the metal parts of the endoscope, or they are being close together. This could burn the tissue and/or damage the endoscope or the instrument.¿ olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported that during a procedure, the single use 3-lumen sphincterotome v was pulled out of the evis lucera duodenovideoscope. The knife was bent; it could not be stretched. An unknown guide wire was also being used. The intended procedure was completed using another single-use lumen sphincterotomy device. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the knife wire on the device was broken. This report is to capture the reportable malfunction of the broken knife wire noted at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. When the knife wire was examined, the wire coating had been torn, and the broken portion had been burned and melted. Additionally, the cutting wire was broken. The coated portion of the cutting wire was torn, and the broken portion was scorched and melted. The investigation is ongoing, and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.